Event description:
Additional information received noting that the error code 8 went away after a reset was performed and the patient was set back to their original settings. The lead impedance was within normal limits at both visits and all settings were the same except the autostim was disabled. The patient reported the pain at their (B)(6) 2022 appointment and it was described as being isolated to the device location and was random. No further mention of the pain at the (B)(6) 2022 appointment.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient reported experiencing pain that feels like a burning sensation at the site of the generator which causes discomfort. When the patient was seen in clinic to have their device checked, error code 6 (reset code) was received. The device history records of the generator was reviewed. The generator passed final functional tests prior to distribution. No other relevant information has been received to date.